Manufacturer narrative:
H6: investigation summary: eighteen representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection, injection leak test, and the catheter adapter leak test. All samples passed inspection and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the customer verbatim, the root cause of the leakage could be due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. H3 other text : see h10.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked blood. The following information was provided by the initial reporter: today in cardiac or, witnessed the third 14 g venflon top valve failure in the last 3 months. I gave the rocuronium on induction at a slow push and the top valve remained open and failed, allowing blood to bleed out. This is the third 14g that has done this recently. Doing the same thing, after an injection, the top valve fails to close and because the IV is 14g, exangiunation is possible. I suggest it should be escalated to medsafe and warn other anaesthetists of this possibility. It doesn¿t seem to happen with other IV sizes. . I have removed the 14g venflon pro safety cannula lot no: 9270361p41 (19) from service. I have sent an email to all anaesthetists.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 14ga 2.0mm od 45mm l leaked blood. The following information was provided by the initial reporter: today in cardiac operating room, witnessed the third 14 g venflon top valve failure in the last 3 months. I gave the rocuronium on induction at a slow push and the top valve remained open and failed, allowing blood to bleed out. This is the third 14g that has done this recently. Doing the same thing, after an injection, the top valve fails to close and because the IV is 14g, exsanguination is possible. I suggest it should be escalated to medsafe and warn other anaesthetists of this possibility. It doesnt seem to happen with other IV sizes. I have removed the 14g venflon pro safety cannula lot no: 9270361p41 (19) from service. I have sent an email to all anaesthetists.